Event description:
Event description guidant received information that this fineline lead was exhibiting impedance measurments > 3000 ohms. The lead was found to be fractured. It was removed from service and surgically abandoned. Another guidant lead was successfully implanted.